Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a patient contamination event when he failed to ensure the tubing was properly connected. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the devices continued use.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) may have peritonitis. During follow-up, the pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1162 /mm3, polymorphs = 95%) were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture is still pending; however, the patient is being treated with intravenous (ip) vancomycin 1000 mg every 5 days, and ceftazidime 1000 mg daily for 21 days. The patient is recovering from the serious adverse events, and causality was attributed to a patient contamination event. The patient reported air was in the tubing coming from the hanging bag on the liberty select cycler; however, the pdrn stated it would be patient error by failing to ensure the tubing was properly connected. Although it was not verified, it appears the patient continued to utilize the same liberty select cycler until (B)(6) 2026 when it was replaced. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.